Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
The customer reported receiving a button error alarm from the insulin pump. The possible significant event leading up to the alarm was the customer working out while wearing the device. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. The customer's blood glucose value was 140 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.